Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with a description of something inside the iol. The lens was placed in the eye and noticed something abnormal inside the lens. The surgeon rinsed the eye without removal of object and then removed the lens from the patient's eye. Procedure was completed the same day with a new lens. The surgeon felt as if the lens had a foreign object in it and did cause the event to occur. No patient harm was reported and no issues to the patient.